Event description:
Frequently getting error messages about system not reading glucose values from the g6 sensor. Many times the number is inaccurate as compared to my glucose meter readings. Hours at a time without knowing if glucose numbers are trending up or down. The alert states that "you will not receive alerts, alarms, or sensor glucose readings.". FDA safety report ID # (B)(4).